Event description:
An event suspected insulation damage was observed during a regular follow-up check on 24 october 2023. Although the rate was prolonged by ventricular pacing inhibition due to ventricular oversensing, the patient had no subjective symptoms. Additionally, there was no reproducibility of the event. There was no change in lead impedance or measurements compared to the past. The new ventricular-lead is scheduled to be implanted (date unknown).

Manufacturer narrative:
Investigation summary: review of the provided files led to the following observations: r-wave detection was adequate, at 15 mv. On the other hand, pvc detection showed a wide dispersion of amplitudes, with one part near the set border, which could indicate a sensing issue with the lead. Since (at least) (B)(6) 2023, ventricular lead impedance was around 400 ohms, and since the end of (B)(6) 2023, some occasional measurements have revealed low impedance (less than 200 ohms). For the first time, on (B)(6) 2023, the ¿v burst¿ episode showed ventricular oversensing, as evidenced by the intermittent presence of non-physiological deflections, which continued to appear on the following recorded episodes. Given all those information, the most plausible hypothesis is related to an intermittent insulation damage of the lead body. However, since the subject ventricular lead was not returned (remains inactively implanted) for analysis, the exact root cause could not be confirmed.